Event description:
A customer contacted beckman coulter (bec) reporting that approximately 2 mls of clenz leaked from tubing #12 that popped off the blood sampling valve (bsv) in the coulter lh 500 hematology instrument. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found clenz was leaking due to the aspiration tubing that popped out. No blood leak was found for this event. Tubing was popped out due the age of the tubing. The fse replaced the aspiration tubing. The fse verified and adjusted the primary aspiration pump. The fse also found high vacuum chamber was dirty. The fse cleaned the high vacuum chamber by flushing deionized water through the high vacuum pathway. The fse verified latron scatter and cleaned the laser barrel. The fse also verified and performed triple transducer module (ttm) alignment. The fse verified and cleaned the dead plate. The fse also visually inspected sheath tank, backwash tanks, and all check valves with no abnormalities found. The fse verified instrument performance and ran qc with passing results. Failure mode of the leak is related to worn aspiration tubing on the bsv. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).